Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion sets cannula kinked event on (B)(6) 2025. The event occurred three hours of insertion. The insertion site was abdomen. The blood glucose level was high and the patient was treated with correction bolus via multiple daily injection (mdi). No further information available.